Event description:
It was reported that the patient experienced no stimulation sensation and impedances reading >4000 ohms. The patient reported lost stimulation coverage in their ankle. Impedances were >4000 ohms with all pairs utilizing electrode 0, 1, and 3. Additional information has been requested from hcp, but was not available as of the date of this report.